Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates detail of product: associated item number 010000864 item name g7 neutral e1 liner 40 mm f, lot # 6069863. The manufacturer did not receive x-rays. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that about 4 months following the implantation the patient started to be monitored due to limited mobility.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: limited mobility/range of motion. Review of event description: it was reported that a patient, implanted with a biolox delta head, experience limited mobility / limited range of motion. This is a split case with a liner manufactured by zimmer inc., warsaw, reference number: (B)(4) (MFR: 0001825034-2018-04741). It is also known, that patient was previously implanted and revised with a durom construct, treated in case: (B)(4) (MFR: 0009613350-2018-00764). Review of received data: x-rays were received for investigation with following outcome: event/deficiency description: initial left hip arthroplasty on (B)(6) 2008. Patient was revised on (B)(6) 2018 due to cup loosening. Patient stated the loosening caused the cup to be severed. Surgeon had to cut out a massive amount of cobalt during revision. A month prior to revision, patient started to exhibit symptoms. Patient tested positive for metal allergy. Also tested positive for infection. The infection was minor with common bacteria and not related to hip. An MRI indicated metal subtraction of the hip that shows some fluid and synovial reaction consistent with infection or metal reaction (note: the case: (B)(4) treats the event with durom cup loosening; for the sake of completeness the x-rays concerning this event are also mentioned in the following x-ray investigation report). Patient now states she is having limited range of motion and difficulty climbing stairs after revision. Summary of imaging: 7 images. Images are dated in upper right corner but very difficult to read except for the year of the exam. 1: frog lateral/oblique left hip 3/2018, 2: ap lower pelvis 3/2018, 3: ap lower pelvis 4/2018, 4: frog lateral left hip 4/2018, 5: frog lateral left hip 2018, 6: ap left hip 11/2008, 7: ap low pelvis 11/2008. Assessment of imaging: 1: left hip arthroplasty components are anatomically aligned. There is no acute osseous abnormality. Small focal area of lucency is present at the far superior aspect of the acetabular component. 2: bilateral hip arthroplasties are present and the components are anatomically aligned. A small focus of lucency is noted at the superior margin of the left acetabular component. 3: bilateral hip arthroplasties are anatomically aligned. A surgical screw now affixes the left acetabular component. There is no acute osseous abnormality. The small focus of lucency at the superior left cup margin is unchanged. 4: left hip arthroplasty components are anatomically aligned. Acetabular fixation screw is present. Small focal lucency at the superior aspect of the cup is again noted. 5: left hip arthroplasty components are anatomically aligned. Acetabular fixation screw is present. Small focal lucency at the superior aspect of the cup is again noted. 6: initial post-operative view from 2008 demonstrates anatomic alignment of the left hip arthroplasty components. No acetabular fixation screw is present. Skin staples. 7: bilateral hip arthroplasties are anatomically aligned. No acetabular fixation screw is present. Impressions: anatomic alignment of the left hip arthroplasty components in 2008. Subsequent revision of the acetabular component in 2018 with addition of a single acetabular fixation screw with anatomic alignment of the components. No radiographic evidence of infection. Overall fit and alignment both pre- and post-revision are unremarkable. Initial bone quality in 2008 appeared normal. Bone quality following revision in 2018 appears normal. No signs of loosening, radiolucency, wear, corrosion, or any other contributing factor(s) that would cause issues with the component on any of the x-ray images. There is a small focus of lucency at the superior margin of the acetabular component but this appears stable throughout all images. There are no radiographic findings to suggest infection. Well documented patient history documentation received; case relevant and most current report is summarized below: doctor visit report, dated on (B)(6) 2018: pain free motion on both hips, some lateral discomfort, doctor gives her some abductor stretching exercises. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the device is still in-vivo. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. D011500244, chapter contraindications: patient¿s physical conditions that would eliminate or tend to eliminate adequate implant support or prevent the use of an appropriately sized implant, e.g., previous surgery, insufficient quality or quantity of bone resulting from conditions such as cancer or congenital dislocation, metabolic bone disease of the upper femur or pelvis, femoral osteotomy revision, girdlestone revision, osteoporosis, osteomyelitis, neuromuscular compromise or vascular deficiency in the affected limb in sufficient degree to render the procedure unjustifiable (e.g., absence of musculoligamentous supporting structures, joint neuropathy) or other conditions that may lead to inadequate skeletal fixation. Root cause analysis: root cause determination using rmw: failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear,limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity possible, patient is status post revision surgery, it may could be that soft tissue laxity present. Conclusion summary: it is reported that a patient was initially implanted with a durom cup and underwent a revision surgery 10 years post-op due to cup loosening (B)(4). Patient was implanted with a biolox head in the revision surgery and was doing well for some time and is now complaining about limited range of motion and difficulty climbing stairs. X-ray investigation did not result in conspicuous findings explaining the reported patient dissatisfaction. One possible root cause for the reported event could be joint laxity, as the patient is status post revision surgery. However, in conclusion, based on the review of all the received information, a root cause for the reported event cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.